Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed sleep current measurement, active current measurement and self test. No unexpected low battery alarm or replace battery now alarm noted. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, scratched keypad overlay and cracked select button keypad overlay. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a replace battery now. The alarm occurred less than 10 hours from the low battery alert. The battery cap was not damaged. The customer¿s blood glucose level was unknown. The alarm occurred for a second time. There was no clear indication that the alarm was cleared. The device will not be returned for analysis.